Manufacturer narrative:
Evaluation anticipated but not begun. Note: this report appears to be a duplicate of report 1828100-2007-00273. Confirmation that it is a duplicate report is not available as of the date of this report. In 1828100-2007-00273, the MFR date of the complete heart lung console was provided. In this report, the MFR date of the individual roller pump was used.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump unexpectedly stopped. There was no adverse consequence to the patient as a result of this event.